Manufacturer narrative:
Vyaire file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer placed an order and the part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator. There is no information of patient involvement associated with the event as of this time.